Event description:
Guidant received information that the patient implanted with this implantable cardioverter defibrillator was in ventricular tachycardia. Anti-tachycardia pacing was delivered, and accelerated the rhythm into ventricular fibrillation. A shock was delivered but a less than 20 ohm shock impedance warning resulted. A second shock attempt converted the patient with a normal shock impedance. When the pocket was opened a loose connection was found with the pace/sense portion of this right ventricular transvenous defibrillation lead. It was also discovered that there was a fracture of the lead near the yoke. The subq array and the adapter could not be disconnected due to medical adhesive and were explanted. The patient was upgraded to a cardiac resynchronization therapy defibrillator and this left ventricular transvenous lead implant was abandoned due to dissection of the coronary sinus.